Event description:
Literature was reviewed regarding the association between delirium severity and prognosis following transcatheter aortic valve impla ntation. The study population included 1617 patients. Multiple manufacturers¿ devices were implanted in the study population; 430 patients were implanted with a medtronic corevalve, evolut r, evolut pro or evolut pro+ bioprosthetic valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: delirium, moderate to severe paravalvular leak, bleeding or vascular complication, stroke, acute kidney injury, coronary obstruction, arrhythmia requiring permanent pacemaker implant, post-procedural infection, and conversion to open surgery. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: suenaga et al. Association between delirium severity and prognosis following transcatheter aortic valve implantation. J cardiol. 2025 jul;86(1):38-47. Doi: 10.1016/j.jjcc.2025.01.004. Epub 2025 jan 14. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.